Event description:
Plastic tab on the femur was intact. Surgeon impacted the femur onto the patient. They realized that the plastic tab was missing. It is unknown when and how it fell off.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.